Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The clinician reported that two months after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Patient presented bone type IV. Patient reported mobility and swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Patient presented bone type IV. The device will be forwarded to the manufacturer for investigation. Patient reported mobility and swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that two months after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Patient presented bone type IV. Patient reported mobility and swelling at time of event, no further complications were observed